Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During testing, the field service engineer identified the device had no image. The endoscope had liquid immersion with black water flowing out. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the device had no image. The endoscope had liquid immersion with black water flowing out identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.